Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2009, maximum atrial pacing impedance measured 2062 ohms up from a trend of 638-674 ohms. There are also 3963 open circuit counts since (B)(6) 2009.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited rising, and high impedance that was observed for approximately fours years. The atrial lead impedance was observed as high during the procedure. No noise was detected. The device was implanted, and the atrial lead was inserted into the cavity, connected to the device, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited rising, and high impedance that was observed for approximately fours years. The atrial lead impedance was observed as high during the procedure, and fracture suspected. No noise was detected. The device was implanted, and the atrial lead was inserted into the cavity, connected to the device, and remains in use. It was also reported that in 2005 a right ventricular (rv) pace/sense lead was explanted and replaced for unknown reason. No patient complications have been reported as a result of this event.